Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A complaint database search did not find any additional related reports against the acetabular cup, liner and femoral stem product code and lot number combination(s). The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/13/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported difficulty walking long distances/rising from knees/kneeling/sitting or standing for long periods of time and walks with a limp. Radiograph reportedly showed osteolysis and heterotopic ossification. Medical records reported moderate swelling and noise in the joint. Revision surgical report noted adverse local tissue reaction, large pseudotumor, significant bone loss of femur including greater trochanter and surgeon was unable to remove liner from the cup and had to revise both. There was no report of metal debris or corrosion. Metal ion lab results greater than 7 parts per billion. Pathology results reported synovitis. Cup added for malfunction and part/lot updated. The complaint was updated on: may 4, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See report for any product information received. This complaint is the subject of litigation or a legal claim and complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised. Update rec'd 12/16/2015: litigation papers allege that corrosion and friction wear is believed to have caused amounts of toxic cobalt-chromium metal debris to be released into the patient's tissue surrounding the implant. The patient began to experience pain and difficulty with the implant following the surgery.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.